Event description:
Notice of lawsuit was received stating this pt has filed suit claiming to be injured due to a design defect on an unidentified global shoulder. In 6/1998 pt went to dr regarding pain. Pt received treatments until they were revised. The implant was discovered to be completely disintegrated.